Manufacturer narrative:
The investigation into the pump stop, the positioning issues, and the low pump flow has been completed since the initial report was submitted. The product was not returned for investigation. The cause of the pump stop issue was most likely use related since the doctor mentioned the cross-clamp event during the pump stop. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the low pump flow issue was most likely patient condition related since it was resolved after giving blood volume.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on support, there was an ¿impella in the aorta¿ alarm during surgery. This was resolved by increasing the p-level. The pump was cross-clamped and experienced a spike in motor current and stopped. The stopped pump was removed at the end of the coronary artery bypass procedure procedure. There was no patient harm due to these events.